Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed flow transducer test during pre-use check. The expiratory cassette, expiratory channel connector board and the pressure transducer board have been checked. The pressure transducer board has been found defective and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The defective part and device's logs were not available for further evaluation. Therefore the root cause to the reported issue has not been determined,